Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a6, b1, b3, b5, b7, e1, and h8.

Event description:
Additional details received noting the symptoms were first noticed by patient 2 days after injection and a further description of "right cheek erythema circular area without resolution and pinpoint scab rt mid cheek" was provided. The patient did not notify their injector until 8 days later and that point was started on aspirin 325 orally and massage with warm/moist compress. The very next day, healthcare professional advised patient to use 81mg aspirin daily for a month and then to perform the massage with warm, moist compresses 3 to 4 times daily. The event has improved, but is still ongoing.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of skinvive¿ by juvéderm®. Patient developed bruising/pattern and scabbing. Hcp suspects an ischemic reaction. Hcp recommended aspirin, warm compress, and massage. Symptoms are improving but ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.